Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not stay powered on. There was no reported patient involvement.

Manufacturer narrative:
A quote was sent to the customer for a philips field service engineer (fse) to assess the device. The customer has not responded to multiple follow up attempts.